Event description:
The patient returned to the surgeons' office with pain in hip again. The surgeon injected the hip for the second time. Surgeon spoke to the patient about hardware removal. The patient is not interested at this time.

Manufacturer narrative:
Affected item(s) were not returned for evaluation because still implanted. A review of the DHR revealed no deficiency in manufacturing and no material observations. The event could be transferred to a similar (here: not device related) risk ID in the risk analysis; the estimated threshold was not exceeded. A product deficiency was not reported. Atypical, excessive bone growth was initially observed in (B)(6) 2014 during follow-up. The patient had realized pain already in (B)(6) 2014. The patient had denied an offered implant removal. According to medical review the phenomenon of heterotopic ossification is known from prosthesis treatments where careful rinsing and suction is recommended. In this case a product deficiency was neither reported nor determined on received x-rays. With current knowledge it could only be assumed that the root cause may be originated by remaining bone meal. As this is not associated with the product itself but potentially associated with the performance / accuracy of surgery an interaction with the device was not verified. Pain is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Pain may be tolerable with analgetic and antiphlogistic medication (s3). Referring to this point of view the possibility of post-operative pain was considered in the risk file. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition and / or on surgical technique but not caused (because not reported) by a deficiency of the device. In case the products and / or relevant clinical information should become available we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
The patient returned to the surgeons' office with pain in hip again. The surgeon injected the hip for the second time. Surgeon spoke to the patient about hardware removal. The patient is not interested at this time.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.